Manufacturer narrative:
(B)(4).

Event description:
Procedure type: small bowel resection. According to the reporter: powered idrive used and could not complete the firing on small bowel. Tried to close the enterotomy on the jj anastomosis and the white 60m load stopped firing. Reloaded with a second reload and it stopped halfway again. A manual handle and reload were opened and completed case. Current patient status: 100%. No reinforcement material was used. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.